Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. Subsequently, the pump reset unexpectedly. The customer's blood glucose level was 258 mg/dl. Reportedly, a new cartridge was loaded onto the pump and insulin delivery was resumed.